Event description:
The customer reported that a daily inspection of a device revealed a loose paddle electrode plate on the adult paddle adapter plate.

Manufacturer narrative:
Medtronic replaced the adult paddle electrode assemblies. Process changes to increase the amount of adhesive to the electrode plate have been implemented.